Event description:
A falsely depressed sodium result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The sample was re-run and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was a malfunction of the integrated multisensor (imt) module. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed troubleshooting activities. The customer and fse performed appropriate instrument troubleshooting measures including replacement of the rotary valve seal. The measures resolved the problem. The instrument is performing within specifications. No further evaluation of the device is required